Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the reported condition that the attachment device would not fit was confirmed. During pre-test it was observed that there was a hole in the hose, and the device runs in safety mode. An assessment was performed and it was observed that the device ran in safety (power broken), there was a hole in the hose, and the nose tube pin was pushed in making it so that the attachment could not be secured. It was determined that the hole in hose was due to mishandling of the device by allowing the hose to come in contact with a sharp object which punctured the hose or exerting extreme force on the hose during cleaning or use. It was further determined that the nose tube pin being pushed in was due to a worn out pin. It was determined that this condition was due to normal wear over time. The cause of the powerbroken was failure to follow the directions for use and running the device in the safe or load position. The assignable root cause of this condition was determined to be due to user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the attachment device would not fit into the motor device. During in-house engineering evaluation it was observed that there was a hole in the hose of the motor device and the device would run in safety mode. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.